Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h10: an endovive standard peg tub was returned. Visual analysis revealed that one cut part of the insertion wire was attached to the pull wire. Microscope inspection revealed that the wire insertion was cut with a mechanical tool. This cut may be related to some technique applied during procedure while the feeding tube was being placed and as consequence the feeding tube got detached. Since microscope inspection revealed that this was performed with a mechanical tool, the reported complaint is confirmed under customer altered product. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. The complainant did confirm the correct device was returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During the procedure, when peg tube was pulled the tube detached. The physician removed the tube and procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During the procedure, when peg tube was pulled the tube detached. The physician removed the tube and procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.